Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Updated field: h2 and h4. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The device was returned to olympus for inspection. Device inspection found that due to damage on charged couple device unit, a noise image occurred during angulation in up/down directions based on the results of the investigation, the possible cause and root cause of the reported issue could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the bronchovideoscope had loss of images in up/down movements. The issue occurred during reprocessing. There were no reports of patient harm.